Event description:
Related manufacturer reference numbers: 2017865-2021-40546. Related manufacturer reference numbers: 2017865-2021-40547. It was reported that the patient presented in clinic for lead revision procedure. It was previously noted that the right ventricular (rv) lead exhibited varying pacing impedance and chest x-ray had confirmed rv lead fracture. It was also previously noted that the right atrial (ra) lead exhibited increase in capture threshold. The rv lead and ra lead were both explanted and replaced. Upon interrogation during procedure prior to pocket closure, it was found that the pacemaker (pm) exhibited no radio frequency telemetry and high capture threshold. The pm was explanted and replaced. Patient condition was stable.